Event description:
It was reported that the customer received a button error alarm on the insulin pump. The customer stated the insulin pump may have been exposed to perspiration during low blood glucose incident. Her blood glucose level was 32 mg/dl. Customer stated she may have given herself too much insulin for dinner and treated for hypoglycemia with juice. The customer was advised to discontinue use and revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and no delivery tests. The insulin pump intermittent button response due to corroded keypad traces. No button error alarm noted during testing. The insulin pump was received with cracked case at display window corner, minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip and missing end cap sticker.